Event description:
It was reported that the bed extender was damaged with sharp metal edges and the power circuit cord was damaged causing a shock hazard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.